Event description:
It was reported that when this pacemaker system was placed, the right atrial (ra) lead was improperly placed and was found to be rubbing against the heart valve. The heart valve was subsequently replaced and the lead was repositioned. The ra lead and pacemaker remain in service. No additional adverse patient effects were reported.